Manufacturer narrative:
The field service engineer replaced the reagent probes and decontaminated the flow path. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable lipc lipase colorimetric assay results from the cobas 6000 c 501 module. Patient 1 initial result was 116.2 iu/l and the repeat result was 60.2 iu/l. Patient 2 initial result was 214.1 iu/l and the repeat result was 31.7 iu/l. Patient 3 initial result was 211.7 iu/l and the repeat result was 37.9 iu/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 63021901 with an expiration date of 30-apr-2023.

Manufacturer narrative:
The field service engineer replaced a solenoid valve. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer had additional samples with questionable lipase results on (B)(6) 2022. Patient 4 initial result was 136.2 iu/l and the repeat result was 48.2 iu/l. Patient 5 initial result was 119.9 iu/l and the repeat result was 32.3 iu/l. Patient 6 initial result was 136.2 iu/l and the repeat result was 48.2 iu/l. Information was not provided if the questionable results were reported outside of the laboratory.